Event description:
Additional information was received from a foreign healthcare provider via a company representative. The serial number and implant date of the pump and catheter were unknown. The patient experienced withdrawal. No pump alarm was heard or confirmed. No further diagnostic testing or troubleshooting was performed. The cause of the issue regarding pump reservoir volume discrepancy was not determined since. Regarding actions taken to resolve the issue, it was noted that the clinician has not indicated any further issues. Regarding the issue, pump reservoir volume discrepancies at refills, and symptoms have been since resolved, the clinician has not indicated any further discrepancies. The pump and catheter remain implanted and in-service.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 correction: the previous report did not indicate patient code e2402 in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that for the last 2 to 3 refills, the healthcare provider indicated that for example they were expecting 5 ml but instead were drawing 20ml from the pump's reservoir and the pump capacity is 40 ml. They had not accessed the pump yet on (B)(6) 2025. It was further reported that the patient was in a wheelchair and had not been laying back for the refill but sat back at an angle. They had previously performed a dye study a few weeks ago, and everything was normal. The patient had been experiencing symptoms, and they kept bringing the patient back to check the pump. The date (B)(6) 2025 is considered an approximate onset / date of event (specific month and year known only).

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown serial# unknown implanted: unknown product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 correction: the annex code e2403 was previously coded in error and has since been removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.